Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose. Customer's blood glucose level was in the 400 mg/dl range. Customer declined to speak to the helpline and advised they would follow up with their healthcare provider in regards to their high blood glucose.